Manufacturer narrative:
The patient status was confirmed as "resolved.". However, no further information could be obtained and the use of disopa solution could not be confirmed. Therefore, assignable cause could not be determined due to insufficient information and a full investigation could not be performed. Please note advanced sterilization products (asp) is not the legal manufacturer of disopa solution and the product is not approved for use in the us. Asp complaint ref #: (B)(4).

Manufacturer narrative:
Initial reporter phone #: (B)(6). Asp complaint ref #: (B)(4).

Event description:
An international customer reported a patient experienced anaphylaxis after undergoing a colonoscopy procedure approximately 5 years ago, and it¿s unclear whether the instruments used in the procedure where cleaned and high-level disinfected with disopa solution. The specific date of the procedure is unknown. The facility learned of the anaphylaxis reaction while reviewing the patient¿s medical history since the patient will be undergoing an upcoming procedure again and the facility uses disopa solution for colonoscopy high-level disinfection. According to the facility, at that time the cause of the anaphylaxis was not investigated because the patient was transferred from the endoscope room to the outpatient ward after the event occurred. It is unknown what specific symptoms the patient experienced or if medical treatment was received. Asp has requested additional information but has received nothing further to date. Based on the limited information received and out of an abundance of caution, this complaint is deemed reportable as a serious injury for the report of anaphylaxis. Asp will continue to follow-up for additional information, and this event will be re-evaluated if additional information becomes available.